Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13443 it was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right atrial and right ventricular leads exhibited high ventricular rate episodes due to noise. The noise was not reproducible with isometric testing. No intervention was performed and the patient's condition was noted as stable throughout the event.